Event description:
Customer reports taking unspecified insulin based on a result of 270 mg/dl obtained on the mobile system. Approximately 10 minutes later he was trembling and sweating; customer's daughter contacted his physician, and the customer was taken to the hospital. He was treated with a "sugar" solution and went home 30 minutes later. On a different date, customer tested 270 mg/dl and 105 mg/dl on the mobile system, and 100 mg/dl on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(4). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number 278172, expiration date 12/31/2013). (B)(4).

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4). Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.